Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
The following was obtained during clinical assessment the clinician encountered symptomatic venous thrombosis and local infection while using the 5 french, double lumen (dl) bd / bard powerpicc that was inserted on (B)(6) 2025 for providing long term peripheral access to the central venous system for intravenous therapy, blood sampling, power injection of contrast media, and/or allow for central venous pressure monitoring throughout duration of therapy. The PICC was removed on (B)(6) 2025 for 37 total days of insertion. Thrombosis resolved after removal of the PICC line catheter and curative anticoagulation therapy. Initial white staphylococcus infection considered to be contamination but ultimately bacteraemic with the PICC line as the entry point and doppler ultrasound revealing thrombosis at the site. Therefore, removal of the PICC line and antibiotic treatment. No further information provided.